Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer resolved the issue by adjusting the tubing and flipping the connection site, allowing insulin to resume. Reportedly, a replacement pump was sent.